Event description:
The patient is a (B)(6) year old woman with a history of brca 1 who requested risk reductive surgery. She underwent a total laparoscopic hysterectomy and bilateral salpingooophorectomy. During the procedure, 2 ligasure devices malfunctioned. Only one of the ligasures was retained for evaluation by the manufacturer. One that was used near the uterine artery failed to release, and the surgeon had to use monopolar scissors to release the ligasure from the tissue. The other failed to release as the surgeon was taking sequential bites down the broad ligament, and also had to be cut away. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no